Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the maximum r wave amplitude varied, but averaged about 8.8 millivolts through 2016-(B)(4) and then dropped to 1.7 millivolts between 2015-(B)(4) and 2016-(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5568-53, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular lead was measuring the r wave amplitude lower than what the r wave amplitude was measured as in the office. During r wave sensing, it was also noted the patient was having premature ventricular contractions (pvcs.) The physician was notified, no programming changes were made, and the lead remains in use. No patient complications have been reported as a result of this event.